Event description:
Event description boston scientific received information that one day post implant, this implantable transvenous defibrillation lead exhibited shock lead impedance (sli) measurements greater than 125 ohms. At implant, sli was 38 ohms.